Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the device exhibited premature battery depletion (pbd). A device replacement within 90 days was recommended. The device remains in service. No adverse patient effects were reported.